Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited intermittent under sensing on current electrogram (egm) and during atrial episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.